Event description:
Hologic novasure impedence controlled endometrial ablation system did not pass cavity assessment x 3. New handpiece then utilized without further issues. Diagnosis or reason for use: dysfunctional uterine bleeding. Event reappeared after reintroduction?: yes.